Event description:
A home patient (hp) contacted baxter's technical service ctr to report a low drain volume alarm initial drain while using a homechoice system. The technical services representative (tsr) assisted the hp to check for cause of the alarm. The hp found the patient line clamp was closed. The tsr instructed the hp to open the clamp and the hp began draining. There was no patient injury or medical intervention reported at the time of the incident.